Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval confirmed that the pump alarmed for a system error 322 caused by a failed upper hook switch. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed and shut off while infusing dopamine on a pt (programmed amount and delivery rate unk). It was also reported that there was no pt injury. The customer stated that the device passed performance testing.